Event description:
Incoming technical support call. Found during inspection. According to the reporter, the wrench service icon on the device is illuminated.

Manufacturer narrative:
Physio-control is investigating the reported incident.